Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the touchscreen was intermittently unresponsive. At the time of the call the touchscreen was functioning as intended. During troubleshooting with tandem technical support it was found that the pump date was off by 1 day. Tandem technical support guided the customer through adjusting the pump's date. Customer's blood glucose level was not impacted.

Manufacturer narrative:
Touchscreen issue- no failure identified.